Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent unspecified alarms occurred messaging the customer to perform an infusion set site change. Infusion set changes were performed to address the alarms. Customer's blood glucose level was below 500 mg/dl.